Event description:
Reported that catheter was inserted radially in 2005. Catheter was anchored with steri strips in chevron fasion. Upon withdrawal, nurse discovered catheter had severed diagonally with portion retained in pt's artery. Portion was surgically removed. No pt complications reported.